Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was admitted with high pump powers, hemolytic lab values, and black urine. The pt's pump was exchanged. The pt remains ongoing with the new lvad.